Event description:
It was reported the patients blood glucose level rose to 18mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. As treatment, the patient activated a new pod and continued treatment.

Manufacturer narrative:
No damages were observed to the device that would cause the reported pain. The cause of this event could not be determined. The soft cannula was observed to be flattened. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.